Event description:
It was reported that revision surgery was performed. The patient fell (B)(6) 2014 and an x-ray taken (B)(6) 2014 showed that the acetabular cup had flipped out. The femoral stem remained implanted.